Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated that the insulin pump was alarming motor error. No troubleshooting was possible due to the motor error alarm.